Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Device #2 - prostar xl (part #12322-02; lot #880106h), will be filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred. The device was removed and a second prostar device was used with the same results. Hemostasis was achieved using a third prostar xl device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed. There were clamp marks found on the coiled suture lumens and marker lumen. There was no needle strike mark on the barrel face. The coiled suture lumens were bunched in the barrel from being clamped during handle deployment. Clamping of the suture lumen during needle deployment can affect the needle trajectory and/or prevent needle deployment. The coiled suture lumens were removed and both sutures were found intact and unbroken. Based on the investigation findings, the reported suture break is not confirmed and the root cause for the failure to achieve hemostasis with this device is due to incorrect technique/procedure, which resulted in a failure to deploy the sutures. No manufacturing or quality issue detected. A review of the device history record for this lot did not produce any findings relevant to this report.